Event description:
The patient claimed that the up buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
Follow-up # 1 08/22/2012 device evaluation: the pump has been returned and was evaluated by product analysis on 07/30/2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow keypad button had intermittent response and required excessive force to evoke a response. All of the other keypad buttons were normally responsive and had normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow and contrast buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.